Manufacturer narrative:
The fractured screw was not returned to sybron implant solutions (B)(4) for evaluation. No details were provided regarding the patient's condition or the cause of the fracture. Because the product was not returned and no lot number was provided, neither an evaluation or a review of the manufacturing records could be conducted. The cause of the fracture remains inconclusive, as no further investigation is possible.

Event description:
On july 12, 2010, a doctor reported to sybron implant solutions gmbh that a pitt easy abutment screw fractured.